Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on strip lot 373678a meets release criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot meets release specification. Root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
The following was reported via phone call. On (B)(6) 2016 inratio inr=7.5 and 7.5 (back to back); lab inr=2.0 (3-4 hrs later). It was also reported that the patient's coumadin dose had been adjusted on (B)(6) 2016 when inratio inr=4.7. Reported therapeutic range is: 2.5-3.5.